Event description:
This report is being submitted for an incomplete insertion of the spike. The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the prime cycle. The baxter technical service representative (tsr) had the home patient push in the spike to the heater bag and twist. The caregiver stated the hc began priming. Product surveillance contacted the caregiver regarding the reported incident. The caregiver stated they have had no further problems with regard to the reported problem. The hp uses a compact exchange device to spike the supply bags. The hp's spouse stated they have had no further problems with regard to the reported problem. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it is still in use.